Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer replaced the drawer latch sensor, verified the repair by testing in hardware test application (hta) and med application. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.